Event description:
It was reported that the pt underwent a spinal procedure using vertebral body replacement devices. The device's end cap was found not very tight to the center strut before the implantation. While implanting the construct using posterior approach, one end cap dislodged from the center strut. Because it was difficult to retrieve the construct, the construct was implanted as it was. The post op x-rays revealed the other end cap was dislodged too. It was reported that the revision procedure is not scheduled at this time because the pt is doing well post op.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the MFR for eval. We are unable to determine the cause of the event.